Event description:
Routine complaint investigation when a complaint was received that a customer received mutiple high readings of "hi" causing then to inappropriately treat self with insulin causing a hypoglycemic event that requried medical intervention and treatment.